Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient was experiencing painful stimulation; the patient stated they had broken two vertebrae in their back and would experience seizures from their ribs down and then suddenly after that they would experience "funny pains" going down their leg. The implant would go off and it would be very painful. The patient stated it didn't make them have to go to the bathroom, it would just go off and it would be very painful - like when they were first trying to set it and they would go too high. The patient had an appointment to see their healthcare provider (hcp) on (B)(6) 2016. The change in therapy/symptoms was reported to have been sudden in nature. The exact event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.